Event description:
Philips received a complaint from the customer¿s biomed reporting backup alarm failure (diagnostic code 1104) occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse reported the bme was unable to reproduce the issue but provided the manufacturer's service recommendations per the service manual. The bme reseated the power management and motor controller boards and confirmed the 1104 diagnostic code could not be reproduced in an additional three days of testing. No part replacement necessary. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.